Manufacturer narrative:
This MDR report was identified as meeting the criteria of submission to the FDA during a two-year retrospective review of complaints and MDR¿s following the receipt of an FDA untitled letter at our (B)(4) facility. (B)(4). Field service replaced the front panel and verified performance and the unit passed all performance checks. Failure analysis lab received a vela front panel and conducted a visual inspection. The front panel was installed to a functional vela unit. The display was powered up in service mode and initialized patient-user displays with red colors. A display calibration was performed. The touch display interaction was successful and calibration was performed. Allowed unit to run until failure at 4 hours of service. The unit power was cycled off-on and the screen failed to display. The display inverter was then substituted with known working display inverter. The screen failed to display when powered on. The lcd display was substituted with a working lcd display and installed with the original display inverter and was powered on. The front panel displayed the correct user-patient displays and colors. The customer issue was duplicated and was isolated to the lcd display due to red color display and failing at 4 hours of service. This reported event considered a known issue addressed with an internal action. The vela front panel was scrapped.

Event description:
Display/monitor malfunction. The customer claims this unit powers off by itself. The customer is requesting field service.